Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was observed. While a 24 x 2.75mm omega stent delivery system was being removed from its packaging during preparation for the procedure, distal stent strut damage was observed. No patient complications reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an omega stent delivery system (sds) with stent and omega shelf box. The batch on the returned packaging and the hub matched the reported batch number. There was blood in the wire lumen. The balloon was tightly folded. The stent was secure on the balloon between the markerbands there were several struts lifted and bent in the first proximal row of stent struts. There was no damage to the sds. There was no evidence of material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was observed. While a 24 x 2.75mm omega stent delivery system was being removed from its packaging during preparation for the procedure, distal stent strut damage was observed. No patient complications reported. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: (B)(4).